Event description:
Procedure: total gastrectomy. According to the reporter: the ttp was inserted orally, and the valve tube was pulled out from the stump of the esophagus. However, the connection between the anvil and device was disconnected. The detached anvil could be retrieved from the patient. The staff used another device. There was no patient injury. However, the procedure was extended more than 30 minutes. No patient info available.

Manufacturer narrative:
(B) (4). (B) (4).